Manufacturer narrative:
Two photos and two samples of a 3ml luer lok syringe were received by bd. A quality engineer was able to review the samples from lot # 2278352 regarding material #309658. One sample was received in a partially opened blister package from lot 2278352 and the other one was loose in the bag. While exercising both samples, these were confirmed to have sticky strings/excessive gel-like matter, clearly visible when pulling the stopper from the top of the barrel. The substance was evaluated per an ftir analysis which showed that the foreign matter present in both samples is likely to be the silicone used in the manufacturing process. This is not harmful to the patient's health, but the amount of silicone observed was excessive and non-conforming per product specification. During review of batch records, it was found that all in process silicone measurement tests were performed and yielded acceptable results. Additionally, no notes of any adjustments to the silicone system were made in the batch records. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Potential root cause for the excessive silicone defect is associated with the assembly process. A device history record review was completed for provided lot number 2278352 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
When inspecting the material before use, the operators detected that there is an oily substance inside the syringe on the plunger, see picture. Hypothesis: too much lubricant on plunger containment: syringes are rejected, not used (no patients at risk)

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "when inspecting the material before use, the operators detected that there is an oily substance inside the syringe on the plunger, see picture. Hypothesis: too much lubricant on plunger. Containment: syringes are rejected, not used (no patients at risk)."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.